Event description:
The pt reported that the infusion device does not properly deliver basal rates and he has experienced elevated blood glucose of 25-35 mmol/l (450-630 mg/dl). No further information is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.